Event description:
Customer called lfs in 2002 alleging that their meter would not power on. Customer reported feeling weak after taking their medication. Customer was unable to obtain a blood glucose results. Customer did not have any other device to test with. Customer took the battery out and placed it back in the meter and issue was resolved. After the issue was resolved, the meter started was prompting "clean test area" while doing a blood glucose test. The ccr was unable to resolve the issue. No medical care was received. No adverse event or serious injury occurred. Ccr reported their meter.